Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "deflation", failed, falling to one side, and exchange. Also reported "heart condition" not related to the device. Device remains implanted.

Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient called to report a bilateral "deflation", failed, falling to one side, and exchange. Device remains implanted.